Event description:
Medtronic received information that 15 years post implant of this 25mm mitral bioprosthetic valve, it was explanted and replaced with a 29mm valve of the same model. The reason for the replacement was reported as calcification with mitral stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve sewing ring appears to have been removed during explant, exposing sections of the stent. All leaflets are in the closed position. All leaflets are slightly stiff but flexible except where host tissue and/or mineralization extend on the inflow and outflow. Tissue deterioration and degeneration due to intrinsic and extrinsic mineralization are observed on all leaflets and commissures. The free margin of all cusps appears slightly thickened, which may be associated with host tissue infiltration. Intercuspal hematomas are observed on all cusps along the inflow margin of attachment and into all inferior coaptive areas. Traces of coagulated blood are noted on all leaflets. The right non-coronary commissure appears intact. Although mineralization is present adjacent to the non-coronary left and left right commissures, it difficult to determine the condition of the commissures due to host tissue overgrowth. Glistening off-white pannus line the existing sewing ring on the inflow, extending along the inflow margin of attachment adjacent to all cusps, into the inferior coaptive areas and 1 to 2 mm onto the inflow of all cusps, slightly reducing the inflow orifice area. Pannus on the outflow encapsulates the tops and back of all stent posts, to the commissural areas, extending partially over the free margins of the non-coronary, left and right cusps resulting with restricted leaflet movement. Pannus on the outflow that encapsulates all stent posts extend along the outflow rail adjacent to all cusps, to the outflow margin of attachment of the non-coronary and left cusps. Radiography shows evidence of trace to extensive mineralization in all leaflets, commissures, and host tissue adjacent to the non-coronary and left cusps. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.